Manufacturer narrative:
Information was refused by the site. A representative went to the site to preform a system check out. It was noted that there were no issues and there wee no parts replaced. The system was operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system used outside of a procedure. It was reported that when they were preforming the procedure, there was streaking in the images for the 2d and 3d exposures. There is no patient information available, only that the patient was "very large". Patient present. No delay. Additional troubleshooting was noted from month prior and the factory recommended that performing analog offset calibration would help the issue. Once they performed the analog offset, they did not notice the distortions. Performed system checkout. And the system was operational.